Event description:
It was reported that an unspecified quantity of vascu-guard products had torn while trying to stretch with stitches. The process step was not further specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.